Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained low blood glucose of 31mg/dl and treated with food. Troubleshooting found that the pump alarmed lost sensor and that the cannula may have been bent but the customer was unsure if it was bent. Customer declined low blood glucose troubleshooting and customer was advised to call back if further assistance is necessary.